Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a constant upstream occlusion error during rate accuracy test. There was no patient injury reported.

Manufacturer narrative:
, Corrected data: correction: please disregard the initial report submitted with the MFR#:3012307300-2022-14487. The report was submitted in error.